Event description:
It was reported by a healthcare professional through clinical research report for clinical evidence on safety and performance of the product healix peek with dnc device that postoperatively to a rotator cuff repair surgery initially performed on (B)(6) 2019, the patient had a revision surgery of rotator cuff repair on (B)(6) 2019 due to retear of supraspinatus/infraspinatus/subscapularis and failure to make progress. It was reported that it was a massive tear on tendinopathic tissue. The current status of the patient was unknown. No additional information was provided.

Manufacturer narrative:
This report is for an unknown implant. Part and lot number are unknown. Without the specific part number; the UDI number, 510-k number and manufacturing site name are unknown. The lot number was unknown; therefore, the expiration date and manufacture date were unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Investigation summary: the complaint device is not being returned, it was implanted in the patient, therefore unavailable for a physical evaluation. This complaint file was opened to document complaints derived through a clinical research data. The clinical research data indicated depuy mitek product failure(s). Since there was not contact information, no follow up attempts could be performed. It is unknown if complaints derived from this clinical research data were previously reported and documented in the depuy mitek complaint system at the time of occurrence as no product code/lot number information was provided to perform the search. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported problem. Since no lot number was provided, a manufacturing record evaluation or sterile load review could not be conducted. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent to which this complaint is observed in the field. Device history lot: given that no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed, or sterile load review could not be conducted. If the lot number becomes available, the mre review will be performed.